Event description:
Customer stated the breast pump had low suction on previous child in 2008 and she was diagnosed with mastitis. Customer stated the mastitis has been resolved.

Manufacturer narrative:
The replacement tubing the customer requested was provided to her and the customer refused to send in the original breast pump. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information a follow up report will be filed at that time. A medela clinician spoke to the customer on (B)(4) 2013 who has no current clinical issue. She brought a question to the attention of cs regarding replacement tubing which was provided to her . She is awaiting the birth of her second child, due in 3 weeks. She is well. When baby arrives and she begins using her pnsa, she will call back if she finds any new issue with the pump. Further clinical follow-up is not currently indicted. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).